Manufacturer narrative:
Corrected g1 MFR site address 1, corrected g1 MFR site address 2. Manufacturing email: (B)(6). This console was evaluated by a field service engineer (fse) at the customers site. During functional evaluation of the console, the system was started and error 11 was displayed immediately. The fse replaced the mmcu (main controller) board and burned the firmware software, restoring the console functionality. The console passed all tests and is ready for use. Also, the mmcu component was returned for analysis. During the analysis, the mmcu was identified to have a communication with the machine. The returned mmcu passed all tests. Even though the fse replaced the mmcu, analysis of the product was unable to replicate the allegation. Based on analysis results and information available, the reported allegations were not confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that laser shut down in the middle of case. Laser ran fine an hour ahead. Then, error 11 (main controller communication (recovery failed)) was displayed. Machine was manually shut off and when machine was turned on again it had the same issues. It was noted that the console displayed errors 11, 101, and 120 at separate times, and all 3 of which point to mmcu comm problems. Procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose was under general anesthesia.

Manufacturer narrative:
D3 manufacturing email: (B)(6). This console was evaluated by a field service engineer (fse) at the customers site. During functional evaluation of the console, the system was started and error 11 was displayed immediately. The fse replaced the mmcu (main controller) board and burned the firmware software, restoring the console functionality. The console passed all tests and is ready for use. Also, the mmcu component was returned for analysis. During the analysis, the mmcu was identified to have a communication with the machine. The returned mmcu passed all tests. Even though the fse replaced the mmcu, analysis of the product was unable to replicate the allegation. Based on analysis results and information available, the reported allegations were not confirmed. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that laser shut down in the middle of case. Laser ran fine an hour ahead. Then, error 11 (main controller communication (recovery failed)) was displayed. Machine was manually shut off and when machine was turned on again it had the same issues. It was noted that the console displayed errors 11, 101, and 120 at separate times, and all 3 of which point to mmcu comm problems. Procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose was under general anesthesia.

Event description:
It was reported that laser shut down in the middle of case. Laser ran fine an hour ahead. Then, error 11 (main controller communication (recovery failed)) was displayed. Machine was manually shut off and when machine back on had the same issues. Procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose was under general anesthesia.